Event description:
Follow up information identified the patient's drg system lead was successfully replaced with a new one and stimulation therapy restored postoperatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's l4 placement drg system lead pulled out of the epidural space and would need to be revised. Surgical intervention was planned for a later date.